Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their old implant battery was replaced because it started leaking. No further complications or patient symptoms were reported. The patient was implanted for complex regional pain syndrome type ii.